Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cuff and tube checked prior to use and functioned properly. During thyroidectomy procedure, when the operation performed about 5 minutes, the anesthetist found that the cuff slowly leaks air. So, the anesthetist continued to inflate cuff during the operation. 5cc of air was used to inflate the cuff. Cuff was deflated prior to repositioning and inflated once the patient/tube settled. Intracuff pressure was not monitored. Biteblock was not used to secure the tube. The procedure was completed with the reported product. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
H3: analysis found that visually, there was no damage in the construction of the device observed by the unaided eye. Functionally, a syringe was used to inject 15cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. Additionally, pressure was applied to the cuff and the pilot balloon, and no leaks were observed. For further analysis, a leak test was performed by submerging the entire device in water and bubbles (leakage) were observed on the proximal end of the inflation valve. Under magnification, there were small cracks in the valve. A review of the global complaint data showed five similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously added imdrf annex codes b21, c21, d16, g04134 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.